Event description:
The pt showed signs of angina pectoris. Subsequent investigations showed an anomalous left coronary artery, which had a large lad and angular branch. Small marginal branches came from the right coronary artery. A 70% stenosis was found in the proximal part of the left coronary artery. A cypher stent, 3.0 x 18 mm was implanted in this segment. After a month, symptoms came back, and a new angiography showed a 40% stenosis in the stented segment. The pt was accepted for surgery, and underwent a CABG procedure with lima to lad two months later. On the first post-operative day cardiac enzymes showed signs of myocardial infarction (ck-mb 304). The pt was immediately taken to an angiography, which showed patent native vessels, and lima to lad. It was decided that no more actions should be taken, and the pt was transferred to the ward. After two days, pt's blood pressure started to go down and they became anuric, and taken to the ICU. Within two hours from start of symptoms the pt went into a cardiac arrest. The sternum was opened and internal heart massage was given for 45 minutes to achieve circulation. During this period of time the pt was taken to operating room, and put on by-pass. The lima was opened, and no flow was found on the lad. Gently, a probe was put from the incision in the lad in proximal direction. After this procedure flow was restored in the lad. Reporter has interpreted this intra-operative finding as a sign of a proximal thrombosis at the place of the stent. The pt was given 2 new vein-grafts and iabp. During a period of 14, pt slowly recovered and could be discharged to the referring hosp.